Event description:
It was reported that a metal nut was noted inside the intact package for the sterile sleeve. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the sterile sleeve was returned and visual analysis was done. A packaging problem was confirmed. The analyst noted an overall photograph was taken, the sterile sleeve bag was unopened and a loose nut was visible in the outer bag.

Event description:
It was reported that a metal nut was noted inside the intact package for the sterile sleeve. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the sterile sleeve was returned and visual analysis was done. A packaging problem was confirmed. The analyst noted an overall photograph was taken, the sterile sleeve bag was unopened and a loose nut was visible in the outer bag.